Event description:
Customer reported receiving an error alarm on the insulin pump after inserting a new battery. Customer's current blood glucose reading is 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.